Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in an edwards lifesciences technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. The minimum required vessel diameter for a 16fr esheath is 6mm. The patient¿s minimal luminal diameter was 6mm with moderate calcification. In this case, patient and procedural factors appear to have contributed to the vessel injury and clot formation. The access vessel was borderline and moderately calcified. And, three delivery systems and valves were routed through this vessel during the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure after the third delivery system was removed and the team proceeded to close the access artery. The 16fr esheath was removed from the lfa followed by an acute drop in the sbp. The team quickly performed a peripheral angiogram that revealed a perforation in the left external iliac. The vessel in question was then stented with a covered stent, followed by another covered stent. The completion runoff angiogram demonstrated a resolution of the perforation however distal clot was observed below the knee. The team then used an extraction catheter to manually aspirate the clot, followed by a tpa drip to dissolve any remaining clot in the distal arteries. The patient left the room intubated but in stable condition. This is one of three reports being submitted for this case. This report is for the 16fr esheath.

Manufacturer narrative:
This is one of three reports being submitted for this event. Please reference related manufacturer report no. 2015691-2015-02490 and 2015691-2015-02491.